Event description:
It was reported that the patient's device system was explanted due to a systemic infection and vegetation on the right ventricular (rv) lead. The patient was treated with antibiotics and a replacement system will be implanted once the infection has cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.